Manufacturer narrative:
Product event summary #investigation summary - it was reported that the patient fell on ice and broke the stem in their hip, they had the device replaced. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was investigated to determine cause. Device was not requested because the device was replaced in 2011, it is not reasonable to believe it would be returned for analysis at this time. Therefore, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The suspected cause of the event is patient fall impacted the device and broke it. However, the root cause of the broken device that led to replacement was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Thus, the cause of the event could not be confirmed. The investigation determined that there was insufficient information to determine the cause of the event. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was implanted in 2007. The patient reported their implant was replaced because they had fallen on ice in the winter and broke the stem in their hip. It was noted the implant was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was implanted in 2007. The patient reported their implant was replaced because they had fallen on ice in the winter and broke the stem in their hip. It was noted the implant was replaced. No further complications were reported or anticipated. [Omitted information from (B)(4) ins replaced]